Manufacturer narrative:
Correction: .

Event description:
New information received notes that the right atrial lead was capped on (B)(4) 2018 and the right ventricular lead was explanted.

Manufacturer narrative:
A partial lead was returned in two pieces. The reported event of noise was confirmed. External insulation abrasion breaching the outer insulation and exposing the outer coil noted 24.9 ¿ 25.5 cm from distal tip, consistent with friction to another device or feature of the heart. The reported event of lead fracture was not confirmed. Electrical testing found no indication of conductor fracture. Shorting was noted between conductors due to procedural damage to the lead.

Event description:
It was reported that the patient 's right atrial and right ventricular lead had noise resulting in inhibition of pacing and pauses that nearly caused syncope. The patient was brought in for extraction of the leads. The right atrial lead was explanted. The right ventricular lead was capped on (B)(6) 2018 due to fracture that would not allow the stylet through. The patient was stable throughout the procedure.